Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and device expulsion ("migration of essure device location of device: uterus") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test". Concomitant products included medroxyprogesterone (depo provera) for birth control as well as salbutamol (albuterol) and seretide (advair). In (B)(6), the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). The patient was treated with surgery (supracervical hysterectomy) and surgery (supracervical hysterectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain was resolving and the device expulsion, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered device expulsion, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: date(s) of insertion: (B)(6) 2007, (B)(6). Diagnostic results: her medical condition reported ectopic pregnancy which she does not recall when and treatment received was salpingectomy. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs and medical record received: reporter information, patient details, other relevant history, product information, concomitant drugs, and events migration of essure device location of device: uterus, abnormal bleeding (vaginal), menorrhagia, the patient did not undergo essure confirmation test were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed in 2013. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.